Manufacturer narrative:
The insulin pump had intermittent button response at the express bolus button due to corroded keypad traces. The insulin pump had minor scratches on the display window, a small crack on the display window, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
It was reported by the customer's mother that the button's on the insulin pump are sticking and unresponsive. Customer's blood glucose level at the time 180 mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.